Event description:
It was reported, the pt experienced a burning sensation at his ipg site for three days, gradually becoming more intense. The pt was advised to turn off the scs system and consult his physician. F/u info identified the pt had not turned off his scs system or contacted his physician; however, the burning sensation has stopped. The pt states, he has not experienced any burning or discomfort of any kind for two days.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.